Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 6935-65 implantable tachy lead, 5076-52 implantable pacing lead, product ID: 4194-88 implantable pacing lead. (B)(4).

Event description:
It was reported that the physician criticized the longevity of the device as it only worked for 3 years and 9 months. The programmed parameters were normal with two past therapies delivered and many mode switches. It was further reported that the atrial lead p-waves were varying, however, the patient has atrial fibrillation. It was also noted that the ventricular r wave sensing was a bit low. The device was explanted and replaced, the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.